Event description:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went out due to a power failure of the monitor.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) health reported the power supply on the display monitor for the cns-6201a (pu-621ra sn: (B)(6) failed. Display model: s/n: (B)(6). Service requested customer would like the part and pricing for a replacement power supply for the elo 24' monitor on a cns. Service performed information provided: power brick, elo 24 inch, a/e188968m (B)(4). 6 ft. Elo power cord for 24" elo monitor, a/poulnote-3, (B)(4). Investigation result: the cns was put into service on 09/11/2011, which is over 7 years prior to the reported issue. The cns warranty expired on 09/11/2013. A review of device history found no previously reported issues with the unit's display. There was a failure of the cns monitor's power supply. If the monitor's power supply was not replaced during the cns's lifetime, this would indicate it was over 7 years of age. During this time, factors such as use, power issues, and other environmental factors at the facility could contribute to degradation of the part. Per cns-6201a service manual eighth edition, customer is advised to perform a maintenance check at least once every 6 months. This includes checking the appearance of the unit for damage and contamination, as well as checking the display upon power on. The part was not returned and no nka evaluation was performed. The power supply is a supporting accessory not the patient monitoring device. This had failed well beyond the warranty period. Issue to be resolved by replacing the power supply. Issues with the display does not affect cns communication with other patient monitoring devices. This issue does not prevent cns alarm indicator from lighting up should an event occur. Patient information can be seen on all bsm's and certain telemetry devices. Therefore, monitoring may still occur upon cns display failure. Additionally, the bsm's are able to alarm at the point of care. There were no further reported issues with the cns. Based on the given information, this issue is not suspected to be caused by deficiency of the cns or its design. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The customer was provided with the part number of the replacement power supply for the monitor. They will perform an on-site repair to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went out due to a power failure of the monitor.